Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 28 mg/dl at the time of the incident. The customer was given dextrose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was having issues with their pump battery cap. The customer stated they got a bsi alarm on their pump around the time of the low. The pump was also exposed to a body scanner the day before the incident. The insulin pump will not be returned for analysis.